Event description:
It was reported that an unspecified access set leaked tpn (total parenteral nutrition) at the y-site closest to the patient. The set was used with a sigma pump. The patient had an umbilical venous catheter (uvc) central line. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: patient is an infant the user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.